Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3 and b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
Customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. There was no delay in the start of precleaning. The air/water nozzle was flushed with water and air. No abnormalities in the accessories used in reprocessing. The air/water nozzle was flushed with detergent.

Event description:
The customer reported to olympus, there was a pinhole in curved rubber and water leakage with the evis lucera gastrointestinal videoscope. There was no report of user or patient harm associated with this event. During incoming inspection, it was determined there was foreign object inside the nozzle. This medwatch is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of pinhole in curved rubber was confirmed. Watertightness was not maintained due to holes in the curved rubber. The allegation of water leakage was not confirmed. In addition to the finds reported, the bending angle was insufficient due to the elongation of the angle wire. The play of the angle knob was out of the normal state due to the elongation of the angle wire. Scratches were on the insertion tube. Due to insufficient cleaning, the air and water nozzles were clogged, and the drain function was degraded. Scratches were found on the tip cover. The watertightness of the up/down knob was not maintained. The watertightness of the up/down knob was not maintained. There were scratches on the up/down angle fixing lever. There were scratches on the right/left angle fixing knob. There was discoloration of the objective lens. Images cloudy due to discoloration of the objective lens. Scratches were found on the operation part. There was discoloration of the operation part. Scratches were found on switch button 1. Scratches were found on the switch box. The operation unit cover was floating. The operation part cover surface was unclear. Scratches were on the operation unit cover. Scratches were found on the right/left knob. Scratches were found on the grip. Scratches were found on the universal cord. Scratches were found on the scope connector. Scratches were found on the scope connector joint case. Peeling of paint was recognized on the suction cylinder. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.